Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer was in the hospital last week due to cancer treatments. Customer's blood glucose level was around 30 mmol/l. The customer was nauseous. They treated their blood glucose level with the insulin pump and injections. The self-test and displacement test passed. The insulin pump stopped working. The customer was advised that the device would be replaced and agreed to return the product for analysis.